Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system for one pt. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse inspected the instrument and performed system verification testing. All the testing met specification. Data supplied by the customer indicate that quality controls qc prior to and after the event met specification. Also a system check performed on (B)(4) 2009, met specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.